Manufacturer narrative:
The device was previously sent to bench repair, the authorized service provider (asp) found that the liquid crystal display (lcd) was very dark at the maximum brightness level due to a slight bump on the right side of the screen. After replacing the user interface (ui) printed circuit board assembly (pcba), lcd assembly, ui pcba to lcd cable, lcd cable, and lcd tray, the asp verified that the issue was resolved. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 indicating that the liquid crystal display (lcd) was very dark at the maximum brightness level due to a slight bump on the right side of the screen. There was no patient involvement at the time the issue was discovered as the issue was found at bench repair. No patient or user harm was reported. The device was previously sent to bench to repair a burnt-out power supply. At bench, the service engineer also found that the liquid crystal display (lcd) was very dark at the maximum brightness level due to a slight bump on the right side of the screen. The investigation is ongoing.

Manufacturer narrative:
H10: e1- hospital :(B)(6) .